Event description:
It was reported that during a rotational atherectomy procedure the rotablator guidewire fractured inside of the guiding catheter when it was removed from the patient's body. No patient injuries or complications were reported. Patient status is listed as "good"